Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was unresponsive and a malfunction alarm occurred. Customer¿s blood glucose level was 300 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of a malfunction was verified, however the storage mode issue could not be verified. The failure investigation has been completed and the alleged issue of a malfunction was verified, however the storage mode issue could not be verified.